Event description:
It was reported that the pump alarmed and exhibited error code 1260. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection the downstream sensor and upstream sensor were contaminated by fluid ingression. Review of the event history log (ehl) was not performed due to error 1260 that was displayed on the pump. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the microprocessor unit board. As a result, the microprocessor unit board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.